Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited difficulty pairing to the patient's new transmitter. It was noted that the patient's device exhibited an rf telemetry anomaly which would not allow the device to pair. Session records were downloaded however the file was corrupted and unable to be read. No intervention was reported. The patient was stable and will continue to me monitored.